Event description:
Dressing over peripherally inserted central catheter (PICC), line was noted to be wet with hyperal and lipids. The dressing was removed and line was flushed. There was a leak/tear about 1/4 inch from statlock. Line had to be removed and peripheral line placed.